Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. When removing the cassette, the patient found the pump heads were wet. The patient had no adverse effects and his effluent remained clear. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.